Event description:
Pt had pericardial effusion questionable secondary to placement of pacemaker lead(s). Required repeated (2) centesis procedures approx 350 cc blood and 400cc blood respectively. Suspected, but could not confirm, leads as cause of possible perforation, so removed. Angiogram used along with echo to attempt leakage analysis - negative findings.